Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of service required error message. There was no report of serious injury or harm. There was no report of medical intervention. The device was returned to a third-party service centre for evaluation. During the evaluation of the device, the third-party service centre visually inspected the device and found burnt pca. The customer complaint was not reproduced. There were no error codes. The device was scrapped.